Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed on a patient with hammerhead-shaped laa anatomy using a watchman fxd double curve access system (was) and a 31mm watchman flx pro closure device & delivery system (wds). Transseptal puncture was performed at the mid/mid position using the was and versacross connect (vcc) system. Mean left atrial pressure (mlap) was confirmed at 16 mmhg. Activated clotting time (act) was prolonged to 370 seconds. The wds was advanced and deployed. The device was recaptured and redeployed five times, attempting both anterior and posterior axis placements. However, protrusion occurred in both orientations. Despite multiple confirmations that the flx ball size matched the was width, the surgeon opted to proceed with a smaller flx ball. Due to difficulty positioning the was into the distal laa using a pigtail catheter, the decision was made to exchange the was double curve for a watchman trusteer access system. The trusteer was unpacked and exchanged via the vcc wire. The trusteer successfully secured the posterior axis, and a new 31mm wds was inserted. The flx ball was formed to match the was width and deployed with pressure. Fluoroscopy revealed abnormal elongation and partial constriction of the closure device. The echocardiographer reported a possible perforation, confirmed by an increase in pericardial fluid. The closure device was recaptured and redeployed slightly more proximally. The shoulder of the device expanded to fit the anterior and posterior lobes, but the distal tip remained pointed and entered the perforated area. Immediately after, a-line pulse pressure disappeared, and significant pericardial effusion was confirmed via transesophageal echocardiography (tee). Pericardiocentesis was performed while maintaining blood pressure with adrenaline/noradrenaline and rapid fluid infusion. Despite multiple drainage attempts, bleeding persisted. Another recapture and proximal redeployment was performed. The laa was sealed with the 31mm closure device, and bleeding slightly reduced. Based on the surgeon judgment, the device was released. Compression rate and other measurements were taken, but the echocardiographer noted these were under tamponade conditions, making them unreliable. The trusteer access system was promptly removed, and full heparin reversal was initiated. Three minutes post-reversal, blood pressure dropped again, and drainage became impossible. Act was 130 seconds, and tee showed a hazy image in the pericardial fluid, indicating progressive coagulation. Pericardial fluid increased from 1.7 cm to 2.0 cm. The cardiovascular surgeon decided to remove the hematoma, retrieve/remove the closure device, and resect the left atrial appendage.